Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with preoperative diagnosis of six non-ribbearing lumbar vertebra, gait disturbance, scoliosis, lumbar radiculopathy, spinal stenosis, retropulsion of peek cage implant l5-l6 ,lumbar myelopathy secondary to neural compression, delayed fusion l5-l6 and under went following procedures: removal of pedicle screws right l5,l6, posterolateral transverse process fusion l5-l6 ,insertion of pedicle screws(l5,l6), transpedicular neural decompression l6 and removal resection of cage implant. Per operative notes: incision was made over the right l5 and l6 pedicle screws. The connecting rod, locking nuts and pedicle screws were removed. There was extrusion of a peek implant. The resection of that implant that was protruding was achieved. Then, decorticated the transverse process if l5-l6 on the right side and put only bone graft, bone morphogenic protein, cancellous autologous bone and autogenous bone. The larger screws in the l5 and l6 on right side and connecting rod were implanted. It should be noted that surgeon tested all pedicle screws that were reinserted by passing 15 mamp current through them and then monitored the procedure continuously. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.